Manufacturer narrative:
Additional information: d1, d4, d10, g1, g5: PMA/510k #, h3, h6. Device catalogue # identified during evaluation. Correction to f10/h6: device codes. F10/h6: device codes: replace 1371 with 2921. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, clamp function, and torque engagement testing were performed with no issues noted. The device met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set could not close tightly. This issue was noticed during set up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.